Manufacturer narrative:
The device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. As a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to the patient was not happy with vision or surgery. The product is not being returned for evaluation. There was no patient injury and no report of additional intervention required. Another johnson & johnson lens, model dib00 22.0 diopter was implanted as a replacement. The patient is doing well post-operatively.